Manufacturer narrative:
The returned product sample is not the standard form of a catheter. The specimen received had been cut into multiple segments. Since the sample received was not in the actual form, thus further investigation could not be performed, and the reported condition could not be replicated as per the reported condition. The actual root cause could not be determined as the sample was not in a condition that allowed further investigation. No negative complaint trend exists and as the reported condition was not induced by the manufacturing process; therefore, corrective action will be limited to the manufacturing awareness issue. As the actual root cause for the reported condition cannot be specifically identified, corrective actions will be limited to the manufacturing awareness. No further corrective action is required at this time. This complaint will be recorded for tracking and trending purposes. The probable root cause for partial -deflation usually associated with uneven rib balloon thickness due to the ribbing of the balloon once it has worn out. The pressure from the water press the lumen of the catheter, can lead to excess water inside the balloon which does not allow for the balloon to flow out through the dink eye. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the ureteric balloon would not deflate. The customer further states the catheter was intubated and water was injected. They applied negative pressure to remove the balloon; however, it would not deflate. It was cut and it was removed from the patient with the guiding wire. No patient harm was reported.